Manufacturer narrative:
Pr # 1387010. On (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Reported via medwatch report letter medwatch report mw5091967: a 4 mm pituitary (v mueller) nl6052, broken while in use x-ray taken, no visible parts seen on x-ray no detectable harm FDA safety report. No further information available.

Event description:
Reported via medwatch report letter: a 4 mm pituitary (v mueller) nl6052, broken while in use x-ray taken, no visible parts seen on x-ray no detectable harm FDA safety report. No further information available.

Manufacturer narrative:
Follow up (B)(4). The complaint product was returned, and an evaluation was performed. The instrument at the time of manufacturing over five years ago, would have conformed to all specifications for the production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. There have been no issues identified with the material or manufacturing process. It was determined that the age and usage over time contributed to the end of life for the instrument. A corrective action is not necessary based on the results of the evaluation.